Event description:
During an seeg depth case using a rosa guide, the drill bit fused with the guide while drilling. The guide and drill bit were able to be separated and the case proceeded using back ups with no impact to the patient.

Manufacturer narrative:
At the initial assessment of this complaint, it was determined that this was not a reportable event as the drill sleeve guide used is not an ad-tech part. However, during the 2022 FDA inspection, it was suggested ad-tech re-evaluate the reportability for this complaint. FDA advised ad-tech that all complaints involving "drill bit seized", regardless of the drill sleeve guide used, should be reported. Therefore, has been filed past the 30-day timeframe. As documented within the complaint, there was no impact to the patient as a result of this issue. The rosa drill guide and ad-tech drill bit were not returned to ad-tech. This complaint is open, pending completion of the investigation.